Event description:
Name of procedure being performed: tapp hernia repair. Detailed description of event: leider ist es aktuell so das dr. [Name] heute 3 scheren unterschiedlicher chargen am tisch hat anreichen lassen da die scheren seiner aussage nach beim schneiden haken. Also eher schnappen als schneiden. Dies ist in letzter zeit haufiger vorgekommen. Hast du einen losungsvorschlag fur uns? Translation ame: unfortunately dr. [Name] has asked for 3 scissors of different lots to be handed to him at the table today because, according to him, the scissors snag when cutting. So it pinches rather than cut. It happened more often lately. Do you have a solution for us? Additional information from cer form: dr. [Name] performed a tapp on april 2nd 2020 and noticed 2x cb030 (lot 1373535) 1x cb030 (lot 1374333) would rather clamp and snag than smoothly cut. This occurred while opening up the peritoneum. The contact person did not indicate a patient injury but stated these kinds of mechanical anomalies/malfunctions might lead to an injury of epigastric vessels. The contact person provided a short video clip showing the described malfunction. Patient status: "ok." Type of intervention: change of device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the scissors were snagging when cutting. Engineering observed a dull and inconsistent edge on the blade of the scissors. It is unknown whether the inconsistent edge was use-related or a pre-existing device non-conformance. Based on the condition of the returned unit, the scissors were snagging and unable to cut due to the dull and inconsistent edge on the blade of the scissors. However, the exact root cause of the dull and inconsistent edge could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: tapp hernia repair. Translation ame: unfortunately dr. [Name] has asked for 3 scissors of different lots to be handed to him at the table today because, according to him, the scissors snag when cutting. So it pinches rather than cut. It happened more often lately. Do you have a solution for us? Additional information from cer form: dr. [Name] (chief physician general surgery) performed a tapp on (B)(6) 2020 and noticed 2x cb030 (lot 1373535) 1x cb030 (lot 1374333) would rather clamp and snag than smoothly cut. This occurred while opening up the peritoneum. The contact person did not indicate a patient injury but stated these kinds of mechanical anomalies/malfunctions might lead to an injury of epigastric vessels. The contact person provided a short video clip showing the described malfunction. Patient status: "ok." Type of intervention: change of device.